Event description:
The iab was inserted via the left femoral artery. The physician was not satisfied with the placement, since he was unable to get it high enough, because too much of the catheter's length was taken up by tortuosity. The catheter was removed and reinserted on the pt's righ side. There were no pt complications.